Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient was hospitalized and diagnosed with high blood sugars (was not in diabetic ketoacidosis). The patient had removed the pod before his full bolus was delivered, prior to going to the hospital. The patient's blood glucose had reached 575mg/dl. He had gone 3 hours without a pod prior to his levels increasing due to behavioral issues (baker act and mental condition); his previous pod was out of insulin and he did not want to replace it. The mother stated that it was not an issue with the pod, it had been worn on the leg for longer than 48 hours. Treatment included normal insulin management via syringe and the hospital ran blood work. He was provided humalog and lantus. The patient's insulin doses were also increased as a result of the event. The patient's blood glucose history is as follows: (B)(6).